Event description:
During arthroscopic shoulder surgery plastic cannula port broke. Port was outside incision at time of break. Cannula and broken piece removed from field, demonstrating complete cannula. X-ray offered and declined by attending surgeon. Wound copiously irrigated. Complete cannula and package saved for manager. No harm to patient.